Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced swollen peg site. The patient was seen by a physician who noted that the redness and the lump were minimal and patient was using an unknown cream. On an unknown date, the patient went to his family doctor who prescribed cefovit and an unknown oral antibiotic. At the time of report, the patient was feeling better at the peg site.